Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the event date listed in report is reflective of the time zone of the country of the event.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of greater than 500 mg/dl; cause was not known. Customer administered a manual injection to address bg level. A pump system check was performed and confirmed pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.